Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt faults) have been confirmed. Upon investigation the electrode belt was unable to complete an ECG fall-off test for ECG "d". This failure was due to the ECG "d" dome was missing causing the ECG's to not be recognized. The root cause for the missing dome could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.